Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that when she removed the tampon, a part of the tampon broke off. No injury was reported.